Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and retunred to the customer the electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.